Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (ipg), implanted: (B)(6) 2009; product ID 4968-60, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported the patient complained of visual disturbances when the right atrial (ra) lead exhibited undersensing resulting in the device detecting atrial driven arrhythmia as ventricular tachycardia. The ra lead remains in use. No further patient complications have been reported as a result of this event.